Event description:
Customer reported that the insulin pump alarmed button error. Customer stated the button error alarm occurred right after the insulin pump was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assembly. Unable to test for button error alarm due to frozen display.